Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they went to emergency room on (B)(6) 2018 at 8:30pm due to diabetic ketoacidosis and high blood glucose. The customer's blood glucose was 648 mg/dl and current is 467 mg/dl. The customer declined troubleshooting on insulin pump. The customer treated high blood glucose with manual injection. The customer was wearing insulin pump during hospitalization. The drive support cap was normal and there was a crack at the lip of the reservoir. It was also reported that the reservoir was bale to lock in place when inserted in insulin pump. Based on customer report customer allege the insulin pump was under delivering the insulin. The customer reported that they received no delivery alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was received with the operating currents within specification and passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test, and the dat test at 0.08770 inches. No excessive no delivery alarms noted during testing. The insulin pump was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history screen. The insulin pump then was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. The units left at insulin pump display matched properly the units left at test reservoir. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. No crack on the reservoir tube lip noted during physical inspection. Insulin pump was received with minor scratched lcd window and scratched reservoir tube window.